Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the cause of no image was from a worn connector socket. A definitive root cause of the worn connector socket could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide additional event information. Updates to sections b3, b5, e2, e3 and g2.

Event description:
The problem, as reported to olympus, occurred during a procedure. The intended procedure was a urology examination. The intended procedure was completed with the same device. There was a delay, characterized by the reporter as ¿slight.¿ the delay caused discomfort, but no harm or injury was reported due to the delay. There was no patient injury reported to olympus, associated with the event.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed - a worn connector socket was found, causing image distortion. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was not displayed during a procedure; only "color lines" were displayed. There was no patient injury, associated with the problem, reported to olympus.